Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was noise on the atrial egm (electrogram) when viewed dually. When viewed alone, the signal was clean. The device remains in use. No patient complications have been reported as a result of this event.